Manufacturer narrative:
Address information was not provided, therefore, xx was used as a place holder. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii leaked. The following information was provided by the initial reporter, translated from chinese to english: patient was using a closed IV indwelling needle to infuse medication due to cerebral infarction on (B)(6) 2023 at 1600hrs, the product leaked, the patient did not experience any injury and was replaced immediately.

Event description:
No additional information provided.

Manufacturer narrative:
1. DHR/bhr review(lot#3171581): 1)this batch of products were assembled at intima ii auto line 2 in july 2023, and packaged at r240 package line in july 2023. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. Conclusion(s): no abnormality is found on process and retained sample. As the specific site of the leakage and abnormal state of the indwelling needle cannot be confirmed, the root cause of the leakage cannot be determined. The plant will continue to track and trend for this issue.